Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 2 of 3 on the home choice (hc). The home patient (hp) stated the heater bag became disconnected. The technical service representative (tsr) informed the hp that air had been sucked into the system and she would need to end therapy and start over. The tsr assisted the hp to end therapy and advised the hp to dispose of the current supplies used and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the bag disconnected. The home patient (hp) stated the heater bag became disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not conducted. This issue is being investigated through CAPA.